Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2019, the patient underwent endovascular treatment of a thoracic aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system with 2 debranch bypass. During the implantation of the gore® tag® conformable thoracic stent graft with active control system, the physician attempted to implant the endoprosthesis from just above the brachiocephalic artery, but the endoprosthesis moved distally and the left common carotid artery was not covered. There was no endoleak, so the procedure was concluded without any further treatment. On (B)(6) 2021, the patient was emergency transported due to the aneurysm rupture. The contrast CT revealed that the gore® tag® conformable thoracic stent graft with active control system migrated distally about 47 - 48 mm, a proximal type I endoleak and the aneurysm rupture. The physician diagnosed the aneurysm rupture was due to the proximal type I endoleak which was caused by the migration. The emergency tevar was performed. During the induction of anesthesia, the patient blood pressure decreased to around 30. Tevar was performed while doing the cardiac massage. The angiography didn't show the flow, it was not clear where the brachiocephalic artery. Additional gore® tag® conformable thoracic stent graft with active control system was attempted to implant from just distal of the brachiocephalic artery the using the CT as a reference. As a result, the pus partially covered the brachiocephalic artery. After the implantation of the endoprosthesis, during keeping of the cardiac massage, the patient blood pressure increased to around 120, however once the cardiac massage was stopped, the blood pressure decreased to around 30. The procedure was concluded and the patient died. The physician stated that the patient didn't come to the hospital for the follow-up exam since the six month follow-up, so it was not able to find issues preliminarily.